Event description:
The customer reported that her blood glucose was 162 mg/dl at 7:42 am on (B)(6) 2012. She took a 0.05 unit bolus dose of insulin at that time. At 8:23 am she had a meal estimated to contain 50 grams of carbohydrate and a 0.80 unit meal bolus. At 3:27 pm her bg had reached 259 mg/dl and she was having 19 grams of carbohydrate. She corrected with an 8.0 unit bolus. At 6:19 pm she ate another 50 grams of carbohydrate, her bg was 274 mg/dl and she bolused 1.35 units. She deactivated and discarded the device at 7:03 pm. Her notes state that the cannula had dislodged from her skin.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or manufacturing defect could have contributed to reported hyperglycemia. The customer stated that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. No product lot number was reported therefore no qualification record review was possible. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl man high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."